Manufacturer narrative:
Patient information was not provided. Sorin group (B)(4) manufactures the sorin s5 system. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group received a report that several error messages were displayed on the s5 roller pumps of the sorin s5 system following a procedure. The pumps were powered off and on and the errors could be cleared. There was no report of patient injury. A sorin group field service representative provided technical support to the customer over the phone, as this s5 system is owned and maintained by the hospital. The service representative provided replacement part numbers to the customer for the possible affected components. However, follow-up communication with the customer has revealed that the issue has not recurred and parts have not been replaced. The investigation is ongoing. A follow-up report will be sent when the investigation is complete. Replacement part numbers provided.

Event description:
Sorin group (B)(4) received a report that several error messages were displayed on the s5 roller pumps of the sorin s5 system following a procedure. The pumps were powered off and on and the errors could be cleared. There was no report of patient injury.

Manufacturer narrative:
Livanova (B)(4) manufactures the s5 system. The incident occurred in (B)(6). This medwatch report is filed on behalf of livanova (B)(4). A review of the DHR did not identify any manufacturing deviations or non-conformities relevant to the reported issue. No additional information has been received. If additional information is received, it will be evaluated for reportability as required. The result of the investigation does not provide any evidence to determine a root cause for the reported event. Livanova has determined that a CAPA is not required, as there was no patient harm reported. Livanova will continue to monitor this issue for trends.